Manufacturer narrative:
Continuation of medical products: c4tr01 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection. It was also noted that vegetation was present by transesophageal echocardiogram (tee) below the aortic valve. The device and leads were explanted and will be replaced at a later time. No further patient complications have been reported as a result of this event.